Manufacturer narrative:
Patient complained of elevated knee pain 3-4 weeks after the subchondroplasty procedure and presented with inflammatory reaction in the knee. Follow up MRI's showed inflammation in the knee-a consulting radiologist stated possible bone infarction. Upon interview with attending sales rep, it was reported that 3 1/2 cc of bsm material was injected into distal femur-was is typical volume normally injected into that area on average. There were no difficulties in the procedure, the cannula was left after injection for 10 minutes per instructions, no extravasation of material was seen during surgery. Follow up interview with surgeon; patient inflammation in knee, patient has high white blood count, no sign of infection was found from cultures that were taken from treated area. They are unable to determine the cause of inflammation. Internal investigation query of the lot of material finding no other reports of adverse reaction with product from that lot of quality #468 product. From the information available, the cause and nature of the complaint as well as whether it is related to the surgical treatment is indeterminate.

Event description:
The dr stated that a patient experienced significant pain and demonstrated edema after a subchondroplasty procedure.